Event description:
The account reported that the device incorrectly assigned pt ID's as they are read from the preparation system on a-ring 782920 to a-ring 782917. The (results from a-ring 782920 were not assigned to a-ring 782917. The account followed their internal procedure to match results with the proper sample ID. Results were not reported out until the correct sample ID's were matched with the results.